Event description:
It was reported that the patient experienced nocturnal hypoglycemia with a measured blood glucose under 40 mg/dl, with no reported alerts or alarms and no reported precipitating factors; the patient did not deliver a meal announcement prior to the event. Symptoms included hypoglycemia. Outcomes included self-treatment at home without seizure, loss of consciousness, emergency care, or third-party medical assistance. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral carbohydrate intervention consisting of orange juice and cookies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.